Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord s timulation. It was reported that the patient went to the hcp for physical therapy. Patient had some disabilities and had a caregiver. Patient was having increased pain due since yesterday. Patient wanted to turn on stim to address pain but there was no telemetry with the insr/pp. It was unclear regarding last charge and last use of stim. No symptoms reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient hadn¿t charged the ins in 3 years due to unrelated medical issues. The rep met with the patient in office to perform a physician recharge mode (pmr) but there was an issue with the patient¿s recharger, so they couldn¿t proceed. The ins was overdischarged. The rep noted that they instructed the patient to start charging the recharger yesterday so they could perform the pmr. Additional information received from the rep indicated that the overdischarge was resolved after a trickle charge was completed, and the device was successfully reset. However, impedances for all contacts 0-15 are out of range and greater than 10,000 ohms. The rep stated that the patient has been referred to the physician for a battery and lead replacement.